Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter revealing the middle of the balloon had pinch marks indicating the balloon was held firmly. Under magnification, a small "v" shaped material rupture was found in the distal balloon area, near the marker band. The material rupture was folded within the balloon, at one end. A lot history review revealed one additional complaint is associated with material rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: returned product analysis confirmed a small "v" shaped material rupture was found in the distal balloon area, near the marker band. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. The hcp used a boston scientific v-14 guidewire, which may cause trackabilty issues. The hcp states the vessel was not calcified and prepped with multiple pta balloons. It is unknown if negative pressure was applied during advancement of the lutonix dcb or at what pressure (atm) the balloon was inflated. The procedure was completed with placement of a stent. Many attempts were made by field assurance personnel to get more information, but the user was unable to provide additional event details. A definitive root cause for the rupture could not be determined. If additional information is received, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly would not inflate. It was observed a small amount of contrast was coming from the balloon while treating the left superficial femoral artery (sfa). The health care professional (hcp) used a contralateral approach through the right common femoral artery with a 6 french cook flexor flo introducer sheath over a boston scientific v-14 control 014 guidewire. The hcp predilated the non calcified target lesion with a multiple percutaneous transluminal angioplasty (pta) balloons prior to treating the target lesion with a lutonix dcb. The hcp removed the lutonix dcb and completed the procedure with a stent (brand unknown). The lutonix dcb was returned for evaluation. No adverse patient outcomes were reported.